Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the customer reported event was confirmed via visual inspection. All broken fragments were retrieved and surgery was completed successfully. The assembly was returned in 3 pieces. The inner shaft was fractured in 2, with the knob fractured off of the main shaft. The device shows signs of wear and tear. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was manufactured in 2012, making it 6 years old at the time of the event. The device was found to be 6 years old and showed signs of wear and tear. The instruments IFU states "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." Conclusion: the most likely root cause is wear from the device's extended use. The patient's hard bone quality also most likely contributed to the event as this would have put extra stress on the device while being impacted.

Event description:
K-wire fractured during surgery. No adverse consequences were reported.

Event description:
K-wire fractured during surgery. No adverse consequences were reported.